Event description:
It was reported that the implantable cardioverter defibrillator exhibited elective replacement indicator. The patient was stable. The device was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Correction; manufacturer report 2017865-2017-08571, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).